Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a barcelona procedure the knifeless stapler used was mistaken for a cutting stapler due to similar packaging. A reoperation was performed after 12 days due to this error. There was an extension of the incision by more than 1 inch and unanticipated tissue loss. No reinforcement material was used.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient condition is unknown at this time. As a result of the reported issue, the pouch caused an obstruction and had to be recreated. The issue was identified post-operatively, when the patient began to complain of pain. No further information is anticipated at this time. Should new information be received, a supplemental report will be submitted.